Event description:
During baxter's functionality testing, it was found that a spectrum pump had mismatched serial numbers. The serial number on the outer label does not match the internal serial number. There was no patient involvement.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). During baxters evaluation, the mismatched serial number was confirmed. Evaluation found that the serial number found within the pump's software was not the same as the serial number found on the outer case of the pump. Evaluation also found that the processor printed circuit board was replaced by the customer. Review of the device history lot records show that this circuit board was not original to the pump. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. The device is irreparable and has been retired.